Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad and one endeavor sprint rx drug-eluting stent implanted to the 2nd diagonal branch. The following day the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Ref MFR # 9612164-2012-00144.

Manufacturer narrative:
(B)(4). Evaluation: results: inherent risk of procedure (myocardial infarction).